Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) system has an impulse dynamic device with evidence of intermittent r-wave undersensing. Technical services (ts) suggests the automatic gain control may not be adjusting quickly enough to consistently detect certain ventricular events. Interaction testing was not confirmed, and further testing was recommended. Consideration was also given to modifying device programming to improve sensing and pacing performance. The lead remains in service. No adverse patient effects were reported.